Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had the following feedback regarding the change in alarm priority: "we recently upgraded to this model and I find the new alarm sounds really jarring. We work at an oncology infusion center outpatient setting which means we work with a lot of patients getting infusions. The issue we're finding is that the current alarm that sounds off was the same alarm that would sound in our old alaris pumps when there was air or an occlusion in the line. However now it is the alarm for everything, including the ones that are just to tell us when the volume is nearly done or if the pt's preset timer is up. This makes it really difficult to prioritize our alarms at are clinic. It also is the most jarring and disruptive alarm-which is appropriate for an air bubble or for an occlusion but not for all the alarms. Is there a way for us to change the alarms or at least go back to the system where we had different alarms meaning different things." There was patient involvement no harm. The customer later mentioned that, "this is causing alarm fatigue among the staff and will also cause alarm fatigue with the patients"